Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the system was experiencing slow logins. A technical support specialist disabled netbios settings on the device to improve the login speed. The system was functional as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-aug-2022 to 26-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was delayed log in. A technical support specialist disabled netbios on station to resolve the issue. The system was functional as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system delayed login for an extended period loading after the user has typed in their credentials for numerous cases, and the patient care has been delayed in emergent and trauma situations. The customer stated that one of the incidents involved a pediatric patient in a diabetic event where the nurse was able to finally retrieve the medication after waiting over a minute for the system to accept their login. The customer added that they could not retrieve the medications from another device since they logged in with their credentials and fingerprint, it would be a huge risk for diversion if their profile loaded it would allow others to do removals under their name while they were gone. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system delayed login for an extended period loading after the user has typed in their credentials for numerous cases, and the patient care has been delayed in emergent and trauma situations. The customer stated that one of the incidents involved a pediatric patient in a diabetic event where the nurse was able to finally retrieve the medication after waiting over a minute for the system to accept their login. The customer added that they could not retrieve the medications from another device since they logged in with their credentials and fingerprint, it would be a huge risk for diversion if their profile loaded it would allow others to do removals under their name while they were gone. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.